Manufacturer narrative:
(B)(4). No similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2; -14.00/1.0/026 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. It was reported that the size is too large causing dangerous vault and intermittent angle closure. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5 - it was later reported that on (B)(6) 2022 the lens was explanted and replaced with a shorter length lens. With no patient injury or sutures. Claim#: (B)(4).